Manufacturer narrative:
We talked to the facility and they said the therapist did not set it up correctly. The machine is functioning correctly. They tried reproducing the problem with a correct range of motion set up and it functions correctly. There is no problem with the unit. Please note: the patient was not injured.

Event description:
.